Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent restenosis and stent fracture occurred. A 16x69mm wallstent was implanted in the patient in (B)(6) 2013. The patient returned in (B)(6) 2014 with some right arm swelling. It was noted that the wallstent was 90% stenosed as well as the native vein. The stent was dilated with a 16x60mm non-bsc balloon for treatment. The patient was discharged the same day. The patient called back approximately two hours later complaining of chest pain. The patient returned to the hospital two days later and it was observed a small metal fragment in the patient's right ventricle. The fragment was removed via surgery. Repair to the right ventricle was also performed. The patient is doing fine and remained in the hospital under observation at the time.